Manufacturer narrative:
(B)(4). Batch # m92n2f. The device was received in good visual condition. Upon visual inspection under magnification it was noticed that the upper jaw was slightly damaged at the retention pin interphase. Resulting in the jaw been loose and difficulty in opening and closing of the jaws. However ,the damage was not significant enough to prevent the device from cycling. The devices was tested on the generator and passed all functional testing. The energy output delivered from the device was verified. All three tones were heard during functional testing (tone 1 is heard when the energy activation button is pressed; tone 2 is heard when tissue impedance threshold is reached; and tone 3 is heard when the cycle is complete). No alert screens were displayed during testing. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. The ¿reposition jaws and reactive¿ alert screen is advising that the instrument is being activated on low impedance (thin) tissue or metal (such as staples, clips, retractors, or clamps). However; no alert screens were displayed during testing. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during an open urological procedure, ¿reposition jaws and reactivate¿ was displayed several times after several actuations. The doctor commented that no metallic objects had been around the target tissue. Another device was used to complete the case. There were no adverse consequences to the patient.